Event description:
It was reported that, six days after the implant procedure, the implantable cardiac monitor (icm) "popped out" and was repositioned. It was also reported that the device detected pause episodes but the electrocardiograms (ECG) were not recorded. It was believed that the pause episodes occurred during the re-positioning procedure and then the device was cleared which removed the ecgs. The device remains in use. No patient complications have been reported as a result of this event.